Event description:
It was reported to philips that the system malfunctioned after powering on, which can indicate a booting issue. The patient was transferred to another hospital. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.